Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018 at approximately 6:00am, the customer tested by fingerstick on the meter and the result was 7.5 inr. At approximately 8:00 am, the customer had a lab test and the result was 4.7 inr. On (B)(6) 2018 at approximately 6:00am, the customer tested by fingerstick on the meter and the result was 3.4 inr. At approximately 8:00 am, the customer had a lab test and the result was 2.5 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no direct thrombin inhibitors, no diet changes, no medication or health changes and the customer is in stable condition. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.